Event description:
It was reported that a centraloc screw and loc washer was opened during a procedure on (B) (6) 2009 and the product inside the box was incorrect. There was additional product available to complete the procedure without further incident. There was no delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
Device evaluation - evaluation of the labeling issue is ongoing. Following investigation, a follow up report will be forwarded to the FDA.this report filed october 5, 2009.

Manufacturer narrative:
Further evaluation found that this item was previously returned, repackaged and placed back into inventory. During that process, return goods operator manually keyed in label information with the incorrect item number. Therefore, when the label was printed, product identification was incorrect. The event was reviewed with the appropriate personnel in an effort to prevent future recurrence. Investigation found incident to be isolated. (B) (4)

Event description:
It was reported that a centraloc screw and loc washer was opened during a procedure in 2009, and the product inside the box was incorrect. There was additional product available to complete the procedure without further incident. There was no delay to the procedure or injury to the patient as a result.